Event description:
It was reported that during an unk procedure, the device would not work. There was no adverse consequence to the pt. No add'l info is available.

Manufacturer narrative:
Eval summary: the analysis showed that the atg45 device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.